Event description:
Sorin group (B)(4) received a report that the s3 bubble sensor was not working. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 bubble sensor was not working. There was no report of pt involvement. The bubble sensor was returned to sorin group (B)(4) for eval. The reported problem was confirmed. Electrical testing of the device found multiple values to be outside the tolerance limits. Visual inspection found a short circuit at one of the connecting plugs. Sorin group (B)(4) has determined this issue is a single error and they will monitor the market for this issue.